Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had time clock anomaly. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that his clock on his insulin pump gains time, he was had it for 3 months and it has gained 2 minutes, so he thinks over a year it could gain up to an hour off, compared it to the time on his phone and states it was 2 minutes off now. Customer stated that the caps for infusion sets were missing. The device will not be returned for analysis.